Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred during the first firing of a laparoscopic low anterior resection. After the handle and adapter were set, the opening and closing check was performed outside the body. After that, the device was inserted in the abdominal cavity, but the jaws were unable to be opened. After it was removed outside the body, it was calibrated by repeatedly removing and inserting the battery, after that it was checked that the jaws were opened. The procedure was completed with another device. There was no patient injury.